Event description:
It was reported to boston scientific corporation that a cre balloon dilatation catheter was used during a dilation of gastrointestinal tract.according to the complaint, during the procedure, the physician attempted to inflate the balloon; however the balloon had a leak. The procedure was completed with another cre balloon.there were no patient complications reported as a result of the event.

Manufacturer narrative:
Investigation results: visual evaluation of the returned complaint device revealed that the balloon was torn longitudinally. Inspection of the catheter of the device revealed no issues. The investigation results are consistent with the event description. The reported defect of balloon leaked was confirmed as the balloon was torn longitudinally. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a cre balloon dilatation catheter was used during a dilation of gastrointestinal tract. According to the complaint, during the procedure, the physician attempted to inflate the balloon; however the balloon had a leak. The procedure was completed with another cre balloon. There were no patient complications reported as a result of the event.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired.(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.